Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 14 atmospheres (atm) for 30 seconds. However, during second inflation at 12 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.